Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic inflammatory disease ("inflammation :pelvic") and menorrhagia ("abnormal bleeding ( menorrhagia)") in a 42-year-old female patient who had essure (batch no. A95860) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". Concomitant products included progesterone (progesteron) from 2015 to 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced emotional distress ("psychological or psychiatric problems condition: mental/physical distress from prolonged chronic symptoms"). In 2015, the patient experienced hormone level abnormal ("hormonal imbalance") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infections"), dyspareunia ("painful intercourse"), urinary tract infection (" infection (bladder/ urinary tract/vaginal) type:uti"), cystitis ("infection (bladder/ urinary tract/vaginal) type: uti/bladder,"), fungal infection ("chronic yeast infection"), vaginal discharge ("vaginal discharge "), musculoskeletal stiffness ("stiffness"), arthralgia ("arthralgias"), vulvovaginal pain ("vaginal pain "), abdominal pain ("abdominal pain ") and inflammation ("abdomen inflammation"). The patient was treated with antibiotics, tolnaftate (antifungal), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea and fatigue had resolved and the pelvic inflammatory disease, menorrhagia, vaginal infection, hormone level abnormal, vaginal haemorrhage, urinary tract infection, cystitis, fungal infection, emotional distress, vaginal discharge, musculoskeletal stiffness, arthralgia, vulvovaginal pain, abdominal pain and inflammation outcome was unknown. The reporter considered abdominal pain, arthralgia, cystitis, dysmenorrhoea, dyspareunia, emotional distress, fatigue, fungal infection, hormone level abnormal, inflammation, menorrhagia, musculoskeletal stiffness, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: she had need for additional surgery . Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received: lot number were added. Reporter information updated. Patient demographics was added. Suspect drug indication.concomitant drug, treatment drug were added. Events added per pfs hormonal imbalance, abnormal bleeding (vaginal),abnormal bleeding(menorrhagia), uti, bladder infection, chronic yeast infection ,mental/physical distress from prolonged chronic symptoms ,dysmenorrhea (cramping),vaginal discharge ,fatigue, pelvic inflammation, abdomen inflammation, stiffness, arthralgia, vaginal pain, abdominal pain. Onset dates and outcome was updated incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic inflammatory disease ("inflammation :pelvic") and menorrhagia ("abnormal bleeding ( menorrhagia)") in a 42-year-old female patient who had essure (batch no. A95860) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". Concomitant products included progesterone (progesterone) from 2015 to 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced emotional distress ("psychological or psychiatric problems condition: mental/physical distress from prolonged chronic symptoms"). In 2015, the patient experienced hormone level abnormal ("hormonal imbalance") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infections"), dyspareunia ("painful intercourse"), urinary tract infection (" infection (bladder/ urinary tract/vaginal) type:uti"), cystitis ("infection (bladder/ urinary tract/vaginal) type: uti/bladder,"), fungal infection ("chronic yeast infection"), vaginal discharge ("vaginal discharge "), musculoskeletal stiffness ("stiffness"), arthralgia ("arthralgias"), vulvovaginal pain ("vaginal pain "), abdominal pain ("abdominal pain ") and inflammation ("abdomen inflammation"). The patient was treated with antibiotics, tolnaftate (antifungal), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea and fatigue had resolved and the pelvic inflammatory disease, menorrhagia, vaginal infection, hormone level abnormal, vaginal haemorrhage, urinary tract infection, cystitis, fungal infection, emotional distress, vaginal discharge, musculoskeletal stiffness, arthralgia, vulvovaginal pain, abdominal pain and inflammation outcome was unknown. The reporter considered abdominal pain, arthralgia, cystitis, dysmenorrhoea, dyspareunia, emotional distress, fatigue, fungal infection, hormone level abnormal, inflammation, menorrhagia, musculoskeletal stiffness, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: she had need for additional surgery . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic inflammatory disease ('inflammation :pelvic/ inflammation spread to my lower back and hips') and menorrhagia ('abnormal bleeding ( menorrhagia)/ heavy bleeding') in a 42-year-old female patient who had essure (batch no: a95860) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included dysfunctional uterine bleeding and uterine fibroids. Concurrent conditions included menometrorrhagia, cervicitis, amenorrhea, vaginal itching, ovarian cyst, right lower quadrant pain, pain in hip and yeast infection. Concomitant products included progesterone (progesteron) from 2015 to 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal") and dysmenorrhoea ("dysmenorrhea (cramping"). On (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2013, the patient experienced vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and inflammation ("abdomen inflammation"). On (B)(6) 2014, the patient was found to have hormone level abnormal ("hormonal imbalance") and experienced emotional distress ("psychological or psychiatric problems condition: mental/physical distress from prolonged chronic symptoms") and fatigue ("fatigue"). On an unknown date, the patient experienced urinary tract infection (" infection (bladder/ urinary tract/vaginal) type:uti"), cystitis ("infection (bladder/ urinary tract/vaginal) type: uti/bladder,"), fungal infection ("chronic yeast infection"), musculoskeletal stiffness ("stiffness"), arthralgia ("arthralgias"), vulvovaginal pain ("vaginal pain ") and frustration tolerance decreased ("I began growing increasingly frustrated"). The patient was treated with antibiotics, antifungals and surgery (hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea and fatigue had resolved and the pelvic inflammatory disease, menorrhagia, vaginal infection, hormone level abnormal, vaginal haemorrhage, urinary tract infection, cystitis, fungal infection, emotional distress, vaginal discharge, musculoskeletal stiffness, arthralgia, vulvovaginal pain, abdominal pain, inflammation and frustration tolerance decreased outcome was unknown. The reporter considered abdominal pain, arthralgia, cystitis, dysmenorrhoea, dyspareunia, emotional distress, fatigue, frustration tolerance decreased, fungal infection, hormone level abnormal, inflammation, menorrhagia, musculoskeletal stiffness, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging: on (B)(6) 2014: probable focal adenomyosis of the uterus 1.8cm left ovarian ruptured cyst or complex change. Pathology test: on (B)(6) 2013: the endometrial lining appeared regular and homogeneous. The cervix is seen and no masses are noted,.an intramural myoma is noted. The right ovary appeared normal, no free fluid was identified in tne cui de sac. Ultrasound abdomen: on (B)(6) 2014: no sonographic evidence of malignancy is seen bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records:vaginal discharge, vaginal bleeding,pelvic pain, utis concerning the injuries reported in this case, the following ones were reported via social media-frustration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs+social media received- new event I began growing increasingly frustrated were added. New reporter were added. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), vaginal infection ("vaginal infections") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, inflammation, vaginal infection and dyspareunia outcome was unknown. The reporter considered dyspareunia, inflammation, pelvic pain and vaginal infection to be related to essure. The reporter commented: she had need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.